Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in an unspecified artery. A 2.5x80 mm armada 14 percutaneous transluminal angioplasty (pta) catheter ruptured at an unknown atmosphere below rated burst pressure. A new same size armada 14 pta catheter was used successfully to complete the procedure. There was no adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product issue. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. It is likely that the rupture occurred due to interaction with the heavily calcified lesion. The scratches and peeling noted near the rupture site also suggests mechanical damage to the outer surface due to interaction. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.